Event description:
It was reported that during ilet setup the user received an unable to proceed alert associated with a fill tubing/occlusion step, after which the agent guided a software update and the user completed setup including drops, attach, connect, and resuming delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem was identified while a key or button was unresponsive or not working, with relevance to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.